Event description:
The device was used during a lobectomy procedure. Reportedely, the staple line did not hold. The surgeon oversewed with suture to complete the procedure. The hosp has reported no pt injury occurred.